Manufacturer narrative:
Evaluation of the returned device did not confirm the reported issue. The device functioned as expected and was within acceptance criteria. A DHR review found no evidence that a manufacturing non-conformity contributed to the reported complaint. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4)

Event description:
This supplemental report is required for device evaluation results.

Manufacturer narrative:
This report is based solely on the customer's reported issue. The device was requested to be returned and has not been received for evaluation. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file # (B)(4).

Event description:
Complaint from staff was that with oxygen hooked up there was no o2 on the output. The date the issue occured is not known. No patient incident was reported.